Event description:
Tube feeding hung at 1500 at 60cc/hr. Should have infused by 2000. Rn 7p shift checked the pump approx 0100 on the next day & found that the pump was indicating "prime" and settings were on, but there had been no feeding infused. Pt became hypoglycemic. Pump was removed from service at 0100. Biomed to research issue with pump. At 1025 on the same day, the dqm was notified by biomed that the error could not be duplicated. Questionable that the tubing was clogged or malfunctioned. The nursing staff did not keep the tubing & therefore, it could not be ruled out. Biomed will return the unit to be safe & request another unit.